Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01899.

Event description:
The patient was undergoing a coil embolization in the internal iliac artery using a ruby coil detachment handle (handle), pod packing coils (pod pcs), pod coils, and ruby coils. During the procedure, the physician implanted two pod coils and one ruby coil in the target vessel using the handle. The physician then advanced a pod pc in the target vessel and used the handle to detach it; however, the pod pc did not detach. After three failed attempts, the handle was removed. The procedure was completed using a new handle, the same pod pc, and five additional pod pcs. There was no report of an adverse effect to the patient.